Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. In addition, customer reported an undefined low blood glucose (bg) level of 40 mg/dl. Low bg was addressed by consuming carbohydrates. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
Tandem quality engineer reviewed pump data. The reported malfunction alarm was confirmed in the pump logs. However, there is no evidence that the pump experienced a malfunction or failure related to the low bg.